Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, on (B)(6) 2010, the patient reported pain and problems urinating. The physician loosened the sling to assist with the pain. On (B)(6) 2010, the patient reported the pain had alleviated. In (B)(6) 2010, the patient reported the pain had returned. The physician ordered a cat scan, and the results were negative. All other information is unknown and unavailable.